Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's generator had reached it's end of service (eos) and the patient lost therapy. It is unknown if the ipg depleted prematurely. Surgical intervention is planned to replace the ipg.

Manufacturer narrative:
The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Event description:
Additional information was received that the patient's ipg was explanted and replaced. Effective therapy was established postoperatively.